Event description:
Medtronic (covidien) received information that one day post a pipeline flex placement procedure to treat a right wide-necked middle cerebral artery (mca) aneurysm, the patient experienced left side weakness and slurred speech. The pipeline was implanted without incident. . The landing zone was slightly over 3 mm distal and proximal. Aneurysm was not bleeding prior to procedure. There was no pre-existing stent. The vessels were extremely tortuous. Follow up angiogram revealed patent pipeline flex, however, anterior division after bifurcation showed slow flow with possible filling defect. Tpa (tissue plasminogen activator) was injected selectively. The patient was diagnosed with stroke due to intrapenchymal parenchymal hemorrhage. The patient has been monitored and is improving. Consideration is being given to cut down aspirin and plavix dosages.

Manufacturer narrative:
The lot history records of the reported lot numbers have been reviewed and no quality issues were noted. The pipeline flex will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.